Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after an interventional procedure. Reportedly, the proglide device was removed and found separated where the black and silver guide meet; however, it was still connected via the activator wire. Manual arterial compression was applied to achieve hemostasis. The patient experienced kidney failure and expired (B)(6) 2019. Per physician statement the proglide device did not cause or contributed to the patient death. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break was confirmed. In addition, the analysis of the returned device found a posterior foot separation and was not returned with the device. The location of the foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.